Event description:
Procedure type: laparoscopic hernia repair. Patient gender: unknown. According to the reporter: during the case, the surgeon found a 3-4 inch metal wire in the abdomen which was removed without difficulty. It had not been seen on previous abdominal x-rays. It was seen after the scrub tech inserted a camera through a 5mm versaport. No patient injury was reported. Versaport was not saved, but wire was. No additional information available at this time.

Manufacturer narrative:
(B)(4). The account did not send covidien a report for this incident.